Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that following failed implantation of a rayone trifocal rao603f (see MDR 3012304651-2024-00029), a back-up rayone trifocal rao603f was prepared and implanted, and that immediately following implantation the lens was found to be damaged with a piece missing and a crack in the lens. The lens was explanted within the original surgery session. The wound was sealed, leaving the patient aphakic. Post-operatively, the patient presented with inflammation requiring treatment with medication. The device has not been returned to rayner. Our review of production records for the rayone trifocal rao603f batch 073220618 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. It is not possible to establish the root cause of the event from the limited evidence and information available.

Event description:
On 26th january 2024, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that following failed implantation of a rayone trifocal rao603f (see MDR 3012304651-2024-00029), a back-up rayone trifocal rao603f was prepared and implanted, and that immediately following implantation the lens was found to be damaged with a piece missing and a crack in the lens.